Event description:
Healthcare professional reports via voluntary mw (B)(4) a case of alcl, infection, pain, and breast enlargement. The health professional reports, "white female presented to my office in 2010 with an infected right breast implant. She had previous silicone breast implants 17 yrs prior to a little over a yr of symptoms including pain, enlargement and more recently redness. There was a failed course of antibiotic therapy. At the time of her presentation she also had epidermolysis of her hands, feet and periareolar region. Exam was consistent with an infected breast implant; therefore the implant was removed in the office under local anesthesias. Her epidermolysis eventually cleared and the infection improved. However, she developed an inflammatory abscess in the inframammary portion of the right breast that required operative excision and debridement under anesthesia. The tissue that was removed and sent to the laboratory came back anaplastic large cell lymphoma." The pt had a consult for treatment and received chemotherapy. She requested removal of the left breast implant as well which was uneventful, but found to be ruptured upon removal." The product was retained and is available for examination. The pt continued to be under my care at this time."

Manufacturer narrative:
Medwatch submitted (B)(6) 2011. The core study: 7 yrs adverse event rate: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications). Swelling = 7.1%. Breast pain = 11.4%. Infection = 1.4%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma.." (Allergan silicone labeling. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Manufacturer narrative:
The event of "more recently redness" was captured under the term code infection. The event of "enlargement" will be captured as edema. The event of "inflammatory abscess in the inframammary portion of the right breast" was noted to have been after removal of the device. Therefore, the term code inflammation/irritation has been removed and will not be reported.

Event description:
Healthcare professional reported a case of "anaplastic large cell lymphoma" which will be captured as lymphoma as there is no pathology report available to confirm the diagnosis of alcl.